Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from an extension set, possibly from the filter, during an infusion of remicade. The clinician does not think the set was saved. The bedside rn checked the tubing with gloved hands and found the connections to be tight. However, she accidentally touched her eyes before removing the gloves and reported a burning sensation that caused her to require follow-up with employee health professionals. She missed one day of work because of this accidental exposure. No patient harm was reported. A search of the literature related to accidental eye exposure to monoclonal antibodies yielded no results.